Event description:
It was reported that the device was not easy to remove. The distal washe was malformed in appearance. The anastomosis was fine and the betadine leak check was fine. The doughnuts were both complete.